Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. Fse was unable to reproduce the problem. Fse replaced all tip clamp #5 and checked the cleaned plunger clamp #5. The instrument was tested without further problem and was returned to expected operation.